Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty main board and faulty manifold unit could not be determined. Error e03 indicated a pipe pressor sensor failure for cases such as a connection failure of the connecting tube to the pipe pressure sensor, and a failure of the main board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty main board that caused an e03 error; the device also did not pass secondary leakage test due to a faulty manifold unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that after 15 seconds of using the high flow insufflation unit, the alarm sounded, and the device shut off completely. The event was found at preparation for use and there was no patient harm associated with the event. The device was returned and evaluated, and there was a faulty main board that caused an e03 error; the device also did not pass secondary leakage test due to a faulty manifold unit. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.